Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition. Review of the device data log indicated that following event in the history: 1003> error - 1720 - (B)(6) 2018 7:24:00 pm four instances. Functional testing included use testing. The pump was powered and it immediately displayed lec 1720. Based on evidence, the complaint was confirmed. The root cause could not be identified.

Event description:
Information was received indicating that this ambulatory infusion pump gave error "1720" with constant alarm. No adverse effects were reported.